Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target area was located in the distal right coronary artery (rca) with heavy calcification and moderate tortuosity. A 2.5 x 15 mm xience v stent was attempted, however the stent did not cross the lesion and the mid segment of the shaft separated. It was replaced by another device and procedure was completed successfully with a good end result. No adverse patient effects were reported. There was no reported clinically significant delay of procedure. No additional information was provided.